Manufacturer narrative:
The following information has been corrected: g.5 date received by manufacturer: 2020-06-17.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe tip broke off. The following information was provided by the initial reporter: material no: 306547. Batch no: 9176699.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe tip broke off. The following information was provided by the initial reporter: material no: 306547, batch no: 9176699.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-17. H.6. Investigation summary: based on 1st photo provided, the syringe luer tip was damaged. This occurs when excess of torque is applied while connecting the syringe to the IV set. In addition, one sample was received for investigation. The syringe had the luer tip broken off. The IV set connection has the syringe luer tip. This occurs when excess of torque is applied while connecting the syringe to the IV set. There was no documentation for this type of defect during the entire production run of this batch #. This is the 1st complaint for lot # 9176699 for this type of defect or symptom.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on 2020-03-04. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-06-17 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe tip broke off. The following information was provided by the initial reporter: material no: 306547 batch no: 9176699.